Event description:
Hill-rom rec'd a report from a hill-rom technician stating 2 casters on the bed do not lock (brakes not holding). The bed was located in a hill-rom service center and not in use. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the brakes not holding. The technician replaced the brake casters to resolve the issue. Based on this info, no further action is required.